Event description:
After the IV was started and the product flushed, the extension tubing was found broken.

Manufacturer narrative:
The sample is available for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).